Event description:
A consumer reported that they read of an article where a patient that had been implanted with an implantable neurostimulator (ins) and was paralyzed and wheelchair bound because of the ins. It was unclear who manufactured the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.